Manufacturer narrative:
Findings: pump was received with missing reservoir tube retainer and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call missing retainer ring on the insulin pump. Customer¿s blood glucose level was 241 mg/dl. Customer advised the retainer ring along with the o ring were missing. Customer advised the reservoir compartment was damaged. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.